Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter was missing from the packaging. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at an unknown time. The patient reportedly manages his diabetes with an unknown type and dose of insulin through pump therapy and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient did not develop any symptoms of high or low blood glucose. The reporter claimed that approximately one day after the issue, the patient¿s ¿sugar level was off¿. The patient did not receive any treatment for low or high blood glucose excursion. A replacement meter was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.